Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. The device was explanted and changed out to a competitor's device successfully. No adverse patient effects were reported.

Manufacturer narrative:
A request for the device return was sent, however, due to the competitive change out the device will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.